Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display and power loss alarm. The customer¿s current blood glucose level was 150 mg/dl at time of incident. The customer stated that the pump stopped working and the screen was totally blank. Customer reported that the display was blank. Customer stated that the display was not blank less than 30 seconds. Customer stated display was blank currently. The customer was advised that the pump needs to be replaced. The customer was advised to call back if they needed further assistance . The insulin pump will not be returned for analysis.